Event description:
It was reported that the patient¿s implantable neurostimulator (ins) therapy was not turned on and that they were trained on the use of the programmer unit next to a busy street (noisy) and ¿didn¿t learn much from it¿. The patient felt that they should be brought back into the hospital in a more quiet setting to receive the training. With assistance, the patient lowered the stimulation as it was noted that it was ¿a little uncomfortable¿ for them. On follow up it was unsure if the patient was getting >50% reduction in their symptoms but it was noted that the cause of the event was that the patient had the stimulation too high. Reprogramming was not needed and other actions (performed on (B)(6) 2014) were that the patient was ¿instructed¿ and the level of the stimulation was decreased. The patient was reported as doing ¿good¿. Additional information received reported that the patient never had therapeutic effect. The patient reportedly ¿had a lot of damage to her ¿padenal¿ nerves so it did not work as well as it could since it was implanted.¿ the patient was considering getting a pump device. See related event 3004209178-2015-08689.

Manufacturer narrative:
Concomitant products: product ID: 3889-41, lot# va0jrn2, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0lnef, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care provider (hcp) reported that the patient had pelvic and perineal pain since sustaining a fourth degree perineal laceration in childbirth. The nerve pain they patient had preceded their device and it's actually pudendal nerve, neuralgia. The patient previously had a pudendal nerve entrapment release surgery in 2002. When the hcp saw the patient last summer, they had had chronic pain for 2 years prior to that and that had been diagnosed as pudendal neuralgia. The patient also had the urinary symptoms. The hcp didn't think anybody was thinking the device caused the pain.